Manufacturer narrative:
This was initially submitted on the summary report dated june 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced unspecified injury and a product problem. It was also reported that the plaintiff allegedly experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, and dyspareunia. Furthermore, it was reported that the plaintiff died. The cause of death was reported as cardiac arrest due to resultant severe anoxic brain injury, non-traumatic origin, and unknown etiology.